Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event. The device would generate an alarm and cannot be started due to a defective circuit board. The investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the high flow insufflation unit would not start up. The event occurred during preparation for use (patient was not under anesthesia). The intended diagnostic procedure was delayed not more than 15 minutes and was completed with a similar device. There was no report of patient or user injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the unit did not start up due to a defective circuit board. The specific root cause of the defective circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.